Event description:
It was reported that the ilet user deployed an infusion set with the protective guard in place and required assistance to replace the set, after which a guided site change and education were completed. No reported symptoms or adverse clinical effects. Outcomes included no alerts, alarms, or medical interventions. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user technique error resulting in an incorrectly deployed infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.